Manufacturer narrative:
(B) (4).

Event description:
Procedure: low anterior resection. According to the reporter: after firing, the anvil was difficult to remove from tissue. When the stapler was removed, the staple line was torn. There was bleeding around the staple line area.